Event description:
In 2002, a gliatech employee received a fax from the medical devices agency. The mda provided a copy of a report they received from doctor which stated that a "fit" patient developed sudden onset hypotension following administration of adcon-l during a reoperation at l4/l5 (left microdisectomy and foraminotomy). Within minutes of applying adcon-l, the patient's blood pressure dropped from 120 to 50 systolic. There were no other "associated features" of anaphylaxis including flushing, bronchospasm, or increased heart rate. Per a subsequent conversation with doctor, she indicated that the patient had no history of allergies and that the event was purely hypotensive in nature (i.e., not an allergy). The patient recovered completely within five minutes following the administration of metaminol.